Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 234mg/dl. It was stated that the customer was sick, vomiting, and dehydrated prior to his admission. The nurse stated that they attempted to set the temporary basal in his insulin pump, but it is showing the current rate and the percentage, which is the percent they want it on. While the nurse was on the phone the call was disconnected. The nurse called back and stated that the insulin pump was not showing the temporary basal. Found that the device could not deliver the amount that it would equal to 110% of 0.175 units. The nearest amount it could deliver was 0.200 units. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.